Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 138.0 cm from the proximal end. The embolization coil was intact on the distal detachment tip and was undamaged. During initial testing, the device was unable to be advanced through its introducer sheath. Resistance was experienced when retracting the smart coil out of the sheath to be re-sheathed. The smart coil was then able to advance through its introducer sheath and demonstration microcatheter without issue. Evaluation of the returned smart coil revealed a kinked pusher assembly. This damage is likely a result of forcefully advancing the device against resistance. Further evaluation revealed the pusher assembly mid-joint was retracted too far through the introducer sheath friction lock. The friction lock has a smaller inner diameter (ID) than the rest of the introducer sheath so that it seats properly on the mid-joint. If the mid-joint is retracted too far through the friction lock, resistance will likely be experienced during subsequent attempts to advance the device. This resistance likely contributed to the difficulty experienced during the procedure and contributed to the kink observed on the pusher assembly. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed two smart coils into the target vessel using a non-penumbra microcatheter. While attempting to advance the third smart coil, the physician felt resistance and found that the smart coil was unable to advance beyond its starting position within its introducer sheath. The physician made several attempts to push the smart coil through the introducer sheath using the delivery pusher; however, the smart coil remained in its starting position. The smart coil was therefore removed. The procedure was completed using three smart coils, other coils and the same microcatheter. There was no report of an adverse effect to the patient.